Manufacturer narrative:
As reported, a sepramesh ip that had expired was inadvertently implanted into the patient. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of the manufacturing records shows the product was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to correct the lot quantity in manufacturer narrative. To date this is the only reported complaint for this manufacturing lot of 127 units released for distribution in december 2021. Updated fields: b4, g3, g6, h2, h11. Corrected field: h10 (manufacturer narrative - lot quantity). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during parastomal hernia repair on (B)(6) 2023, an expired sepramesh ip mesh was inadvertently implanted into the patient. The labeled expiration date of the implant is 28-oct-2023.

Manufacturer narrative:
As reported, a sepramesh ip that had expired was inadvertently implanted into the patient. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of the manufacturing records shows the product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during parastomal hernia repair on (B)(6) 2023, an expired sepramesh ip mesh was inadvertently implanted into the patient. The labeled expiration date of the implant is (B)(6) 2023.